Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. The following information was requested, but unavailable: * did the pull off occur during use on the patient? Or during handling/dispensing before use on the patient? Please clarify for each of the the 4 involved devices. * procedure name? All answers above are unknown. Once there is any update, we will update the information. Additional h3 investigation summary: h3 investigation summary: a winding former with a needle product code j433 were returned for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected. In addition, a suture piece still was attached to barrel hole and the end of the suture appears to be cutted by surgical instrument. No needle pull off was observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to condition of the needle received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the pull off occur during use on the patient? Or during handling/dispensing before use on the patient? Please clarify for each of the 4 involved devices. Procedure name? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2021-08531, 2210968-2021-08532, 2210968-2021-08533.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in unknown surgery. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.